Event description:
Caller alleged discrepant results compared with the lab. Results are as follows: roughly 2 weeks ago, pt took an evening test and received a 3.4. Pt went into the hospital the next day and lab work revealed the following morning of an inr of 7.0. In 2009, pt had a 2.6 on the monitor accompanied with unusual bleeding. In the next day, inr lab was 4.3 and when tested immediately at home - pt had a 2.9.

Manufacturer narrative:
This event is reportable because a recurrence may cause or contribute to a death or serious injury. Device will be returned for evaluation. Investigation is pending.